Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
"Physician was explanting a cone/ conical restoration construct due to an active inflammation with the intent of placing an antibiotic spacer. While attempting to extract the conical stem with the mcreynolds slap hammer, the threads of the mcreynolds adaptor sheared off flush with the conical stem. Efforts to remove were unsuccessful and physician decided to convert to a girdlestone." This event is for the reported instrument breakage. Update 12-07-2017: rep reported that the girdlestone is not a permanent procedure, it was performed as a stage 1 procedure after the surgical delay occured. The operative plan is to resect the femur to explant the remaining stem and revise the patient accordingly once the inflammation event is resolved.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular adaptor was reported. The event confirmed following material analysis. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2018. Images of the device are included in the mar. The report noted: ¿the parts were examined with the aid of a stereo microscope at magnifications up to 50x.¿ material analysis: a material analysis has been performed. The report concluded: ¿the adapter fractured in overload, with the fracture initiating in fatigue occurring through the lifecycle of the device. Eds showed the adapter was consistent with 455 ph ss. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the event was confirmed but exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports are needed to investigate this event further. If additional information becomes available this investigation will be reopened.

Event description:
"Physician was explanting a cone/ conical restoration construct due to an active inflammation with the intent of placing an antibiotic spacer. While attempting to extract the conical stem with the mcreynolds slap hammer, the threads of the mcreynolds adaptor sheared off flush with the conical stem. Efforts to remove were unsuccessful and physician decided to convert to a girdlestone." This event is for the reported instrument breakage. Update 12-07-2017: rep reported that the girdlestone is not a permanent procedure, it was performed as a stage 1 procedure after the surgical delay occured. The operative plan is to resect the femur to explant the remaining stem and revise the patient accordingly once the inflammation event is resolved.